Event description:
It was reported that during intra-aortic balloon (iab) therapy, the sensor was unresponsive. There was no patient injury or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Complete event site name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the sensor was unresponsive. There was no patient injury or adverse event reported.